Event description:
It was observed that during the device evaluation, the distal wireguide exhibited an uncoated area on the guide wire, and the insertion portion was buckled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the uncoated area on the guide wire and the insertion portion was buckled was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.